Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified coronary artery. A 3.50x24mm synergy¿ drug-eluting stent was advanced but resistance was felt when device was about to reach the lesion. The device was removed without crossing the lesion completely. When device was checked outside the patient's body, it was noticed that the tip portion of the stent struts were deformed. The procedure was then completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; stent strut rows 1-3 from the distal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. There was evidence of contrast medium in the inner/outer lumen. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified coronary artery. A 3.50x24mm synergy¿ drug-eluting stent was advanced but resistance was felt when device was about to reach the lesion. The device was removed without crossing the lesion completely. When device was checked outside the patient's body, it was noticed that the tip portion of the stent struts were deformed. The procedure was then completed with a different device. No patient complications were reported.